Manufacturer narrative:
The manufacturer was able to verify the reported problem. A visual inspection revealed that the lcd display was damaged. On the upper left corner of the display, there is a damaged area about half an inch wide. The touchscreen function was non-responsive in the damaged area.

Event description:
It was reported that the ventilator touch screen was not responding and was also damaged on the upper left hand side of the screen. There was no patient impact associated with the reported problem.